Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implantable cardioverter defibrillator (ICD) implant shortly after closing the pocket the physician reopened the pocket to investigate cause of erratic, irregular, fast sensing of noise seen with the ICD and right ventricular (rv) lead. With the pocket reopened the physician disconnected lead and tested the lead with the pacing system analyzer (psa) and the readings were within normal limits. The physician reinserted lead into device, returned it to the pocket, and the same erratic noise was observed on the intracardiac electrogram (iegm) for one second at a time. Physician removed the ICD from the pocket, and disconnected the lead from device, pulled out some slack in the lead, and then reconnected. The iegm was observed after returning the device into pocket and within a few minutes, the same erratic, short oversensing was seen. The physician removed the ICD from the pocket, disconnected the lead from the header and some fluid was noted in the header. The physician removed the lead from the patient and a visual inspection of the lead showed no signs of abnormality. The physician did mention that while they tied this lead down they had broken the silk tiedown. It was at this time the physician chose to replace both the lead and device and a new rv lead and ICD were utilized. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.